Event description:
Patient reported that the catheter broke around 7-8 months ago. Patient stated the catheter had broken four times. Patient stated that one time the catheter slipped out and another time it broke and 1 foot went up in her spine and they could not get it out. She stated that two different surgeons tried four different times and the fourth time the surgeon got the broken part of the catheter out. Patient stated that the physician set the device to run low. The patient stated her physician did not want to do the revision again. The patient was seeking a physician to manage her care.

Event description:
It was reported that the catheter had broken or come out of the intrathecal space 4 times in the past. It was noted that the "broken catheters had moved up the patient's spine sometimes 16 inches, but that it was removed when the catheter was replaced." No patient symptoms were reported. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product typ catheter. (B)(4).

Event description:
Additional information received reported after one of the revisions, an x-ray was taken and it was ¿perfect.¿ the catheter worked for a year and then the patient got really sick and another x-ray was taken and the pump was tested showing ¿it¿s not even running.¿ the patient had bad withdrawals four times that disrupted her life.